Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic low rectal resection, while the rectum was being cut off, the device did not fire. The surgeon was able to press the green button and squeeze the handle but the device did not fire. Another device was used to complete the case. There was no patient injury.